Event description:
Information received from the (B)(6) clinical database. Treatment of a left unruptured fusiform mca (middle cerebral artery) aneurysm measuring 55mm x 50mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 involving two telescoping pipelines. The patient had a left mca territory ischemic stroke 7 months after the procedure while still on asa and clopidogrel. Subsequently, the patient expired on (B)(6) 2011.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other device involved in the event is as follows:model: fa-71450-35 / lot: not reported / dom: n/a / exp: n/a.(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient had a moderate tia (transient ischemic attack) on (B)(6) 2011 that was unlikely related to the device. Following the procedure, the patient had hemiparesis and aphasia which already resolved. This was probably due to edema. The aphasia slightly improved according to the follow-up visit on (B)(6) 2011. (B)(4).